Manufacturer narrative:
On 1/16/2019, it was reported to mentor that the explantation date was (B)(6) 2019. The capsular contracture on the left and right breast implants was baker grade iii. The patient has a history of breast bilateral hypoplasia. The patient tolerated the procedure well. The patient was in a satisfactory condition after the surgery. The replacement implants were gel mentor memorygel breast implants 340cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/19, device evaluation: the device was received with clear gel. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation the device appeared intact, no anomalies were observed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The manufacturing record evaluation (mre) for the lot number 5711998 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4), lot number 5711998. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation on the right breast implant and capsular contracture baker grade unknown on the left breast implant. The healthcare professional confirmed deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.